Manufacturer narrative:
Initial and final MDR 1890403 - MDR 8021545-2024-01208 - device 7 of 8 (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced eight infusion set fell off events between (B)(6) 2024 and (B)(6) 2024. First event occurred on 29-apr due to no adhesiveness. Second event occurred while taking a shower on 02-may. Third event occurred due to ripping off on 03-may. Three events occurred while sleeping on 6, 11 and 12-may. Two events occurred due to sweat on 08 and 11-may. No further information available.